Event description:
Following a catheterization procedure, an angio-seal device was placed without difficulty. However, two hrs post device deployment the pt lost pulses. The pt was taken to the operating room, where the surgeon found an intimal tear. The surgeon also noted that the angio-seal device was in good position, and that the event of occlusion was likely not related to use of the device. The pt was discharged and is reportedly without sequelae.